Event description:
It was reported that a minimum fill notification occurred, however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded a new cartridge and continued insulin without additional assistance.